Manufacturer narrative:
(B)(4) date sent: 3/5/2026 d4: batch # a98z42. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Where within the gap setting scale was the orange indicator prior to firing? 2. What confirmation was received that the device was fully fired? 3. Did the device staple? 4. Was the staple line complete? 5. Were there any staples missing from the staple line? 6. What was the shape of the staples (b-formation, irregular, legs straight)? 7. Were the staples deployed into the tissue? 8. Were the staples seen in the surgical field? 9. Did the device cut? 10. Was the cut line fully circumferential around the target tissue? 11. Was there any issue with attaching/detaching the anvil? 12. If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a davinci left hemicolectomy, the stapler mandrel rotates back into the housing when the pressure plate is set up. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # 781d78. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 781d78, and no non-conformances were identified.